Event description:
Surgeon using vasoview endoscopic vessel harvesting system when guidant rep noticed an unusual reflection from scope. Further examination revealed a minute particle. Rep felt that particle was from knife of harvesting system. Surgeon made incision and successfully removed particle.